Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with a bolus. The customer stated that she had a large amount of ketones and was just out of it. The customer stated that there are times when the pump does not work when she puts the infusion set in because she hit a blood vessel. The customer will see her doctor.